Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve repair (tavr) procedure, suture placement was attempted in the calcified left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 8fr. Reportedly, the sheath broke off inside the patient. A cut-down procedure was performed to remove the separated sheath from the artery and hemostasis was surgically achieved. The patient required one unit of blood. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure due to the device breakage and surgical intervention. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported sheath/guide detachment was confirmed. The reported guide/sheath detachment appears to be related to interaction with the patient calcification. The patient effect of hemorrhage and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.